Manufacturer narrative:
(B)(4). Method: the subject rt266 infant dual-heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was leak tested. Results: leak testing confirmed that the breathing circuit was within specification. Conclusion: we are unable to determine what may have caused the reported failed ventilator leak test, as the returned device was within leak specification. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected, as well as pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt266 infant dual-heated evaqua2 breathing circuit also state the following: visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Check all connections are tight before use. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt266 infant dual-heated evaqua2 breathing circuit was found leaking from the y-piece prior to patient use. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The subject rt266 infant dual-heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt266 infant dual-heated evaqua2 breathing circuit was found leaking from the y-piece prior to patient use. There was no reported patient involvement.